Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including two percutaneous leads (from the same lot), on (B)(6) 2010. It was reported that the pt was unable to turn up his amplitude on his programmer. No further info is available at this time.